Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that leak in the forceps channel of the device may have prevented proper reprocessing and may have spilled lubricant. There were no apparent deviations from instructions for use in reprocessing at the institution. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of black liquid dripping from the scope was confirmed. The device evaluation found a large leak from the biopsy channel, tear marks inside the forceps channel, liquid fluid inside two light guided lenses, the bending section had wet fluid, heavy corrosion at the body control unit. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a black liquid dripping from the evis exera iii gastrointestinal videoscope. The issue was found during reprocessing. There were no reports of patient or user harm associated with this event.